Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/1/2024: the pump was tested with the testing protocol for battery and power complaints according to document (B)(4). The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. An abrupt power off can be seen on event lines 349 and 368 by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 20 ml infusion was ran on the pump instead of a 100 ml infusion, resuming the pump's current parameters with a vtbi of 20 ml with a rate of 0.5 ml per hour. The infusion successfully completed without the pump powering off, not confirming the reported condition by the end user. Functional testing confirmed the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/12/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.